Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that during atrial lead use, a lead warning triggered for high impedance. The atrial lead also exhibited impedance spike, oversensing, high threshold, no capture and apparent fracture. It was also reported that a implantable pulse generator (ipg) and atrial lead connection issue was indicated. The ipg and atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.